Manufacturer narrative:
(B)(4). The complaint rt102 adult inspiratory-heated breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, that the connector of a rt102 adult inspiratory-heated breathing circuit was found damaged during use. There was no reported patient consequence.

Event description:
A distributor reported on behalf of a healthcare facility in japan, that the connector of a rt102 adult inspiratory-heated breathing circuit was found damaged during use. It was further reported that the rt102 adult inspiratory-heated breathing circuit has been used for 20 days. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt102 adult inspiratory-heated breathing circuit was returned to fisher & paykel healthcare in new zealand, where it was visually inspected. Results: visual inspection revealed that one retainer leg was returned separate from the inspiratory limb. A second retainer leg was found damaged inside the inspiratory limb. The heater wire was found attached to the retainer. The healthcare facility also reported that the rt102 adult inspiratory-heated breathing circuit has been used for 20 days. Conclusion: we are unable to determine the root cause of the reported event. However, it is possible that the excessive use for 20 days may have contributed to the retainer damage. All rt102 adult inspiratory-heated breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt102 adult inspiratory-heated breathing circuit states the following: - "do not use beyond 7 days maximum duration of use" - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."